Manufacturer narrative:
(B)(4).

Event description:
Adhesive cream would get stuck on his uvula [medication stuck in throat] makes him retch [retching] saliva output has increased [saliva increased]. Case description: this case was reported by a consumer via call center representative and described the occurrence of medication stuck in throat in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced medication stuck in throat (serious criteria gsk medically significant and other: gsk medically significant), retching, saliva increased and product complaint. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the medication stuck in throat, retching, saliva increased and product complaint were unknown. The reporter considered the medication stuck in throat and retching to be related to polident denture adhesive cream. It was unknown if the reporter considered the saliva increased to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 12-jan-2022. The consumer reported that "the male consumer purchased polident adhesive cream a few times and used it. When he is using the product the adhesive cream would spread when warm water goes in and the adhesive cream would melt and spread all over the mouth and would go down towards the uvula. His uvula is not good and because the adhesive cream would get stuck on his uvula it makes him retch. In addition his saliva output has increased after using the product." Follow-up information was received on 17-jan-2022 from quality assurance (qa) department regarding complaint (B)(4) (pqc number) and (B)(4) (issue number) for unknown lot number. Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a ´batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Based on the investigation performed by the site the complaint was concluded unsubstantiated.